Event description:
Additional information received from a health care provider (hcp) reported the patient was last seen by the hcp on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v822991, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A fax received from the healthcare provider (hcp) reported that the patient had extensive pain and discomfort. He underwent a lysis of the scar tissue for bowstringing of his neck. Seven months later, he re-presented with swelling in the implantable neurostimulator (ins) pocket. He also was experiencing discomfort at the right parietal area. The patient requested percutaneous drainage over operative drainage and exploration; this demonstrated methicillin-sensitive staph, light growth of coagulase staph. Surgical treatment was recommended and the patient requested that they attempt to salvage the system. During the surgery pus was identified at the ins site and specimens were taken for analysis. In addition to purulent fluid, there was also a tissue of thicker consistency that appeared infectious. The extension wires were cut and the hardware debrided using a betadine scrub. The ins was soaked in concentrated vancomycin and then a daptomycin solution. While the ins was soaking, the wound and tissue was debrided. Everything was then irrigated copiously after debridement. The incision behind the extension blocks was then opened and the extensions were dissected free. There was a curl in one of the electrodes that apparently went to the right side, where the plastic covering appeared to be open. The extensions were then explanted and replaced. The ins that was scrubbed and soaked was also re-implanted in a new pocket, while the old pocket was cleaned out. An impedance check showed an improvement of all numbers compared to the pre-operative measurements. The impedances were all less than 1,500 and verified intact connectivity to the lead. The patient's indication for use was movement disorders and had a history of tremor. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.